Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : no device associated with this report was received for examination. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. Device history lot : device history reviewed on 07 october 2019 1 unrelated non-conformances on this lot number. Final micro and sterility tests passed. (B)(4) units released. Lot expiry date: 31 may 2017.

Manufacturer narrative:
Product complaint #: (B)(4). Initial reporter occupation: lawyer. Dmf# - (B)(4), trade name gentamicin sulphate, active ingredient(s) gentamicin sulphate, dosage form - powder, strength 1.0g active in our cements. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Medical records ad (B)(6) 2021 were reviewed. On (B)(6) 2015, the patient had a left knee replacement to address left knee osteoarthritis. Depuy components, including depuy patella, and depuy cement x 2 were used during this procedure. There were no complications reported during the surgery. On (B)(6) 2019, the patient had a revision of left total knee arthroplasty, femoral and entire tibial component to address failed left total knee arthroplasty. The patient was reported to have increasing pain and preoperative imaging noted loosening of the tibial tray. The tibial tray was found to be loose at the cement/implant interface. There was no allegations of deficiency for the femoral component or the insert, even though they were revised. Patella was left in situ. Competitor components were used during this surgery. Doi: (B)(6) 2015 dor: (B)(6) 2019 (left knee).